Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's pacemaker. No inhibition of pacing was noted. No changes or adverse patient consequences were reported.